Event description:
It was reported that this right ventricular (rv) lead recorded an alert for high threshold measurements resulting in loss of capture. This lead was also noted to have exhibited low amplitudes. Device data was sent to rhythmcare for review. Rhythmcare discussed possible causes of the observations and provided further troubleshooting steps to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.